Event description:
The dentist reported seperating a file in the pt's tooth during a 2002 dental procedure and elected to fill around the file to complete the procedure. The pt is alleging that the tooth is very sensitive to hot and cold and cannot chew with it.